Event description:
It was reported that the lead was revised due to impedances greater than 4000 ohms on electrodes 0, 1, and 2. Impedance testing and x-rays were taken. It was initially thought that there was a depleted battery, but an impedance issue was found. The old battery was initially replaced, but impedance issues did not resolve. The initial lead was retested and no motor response was confirmed. The lead was explanted and another lead was placed on the other side. It was stated that the patient experienced a ¿pretty sudden¿ loss of efficacy. The patient outcome was unknown. Additional information was requested, but had not been received as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
Follow up information reported that the patient was doing well and noted similar efficacy as prior to the procedure. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Final analysis of neurostimulator model 3058 (lot # njy150712h ) showed ins set screw backed out too far. No significant anomaly. Final analysis of lead model 3889-28 (lot # v476046) showed lead body conductor broken at or near tines.# 0, # 1, and # 2 conductors are broken 4.4 cm from the distal end.

Manufacturer narrative:
Product ID: 3889-28, lot# v476046, implanted: (B)(6) 2010, explanted: (B)(6) 2013, product type: lead. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Correction - notification was checked in error and should not have been checked.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.